Event description:
The device reportedly would not charge the defibrillator during patient use. No troubleshooting was performed to try and determined the cause of the alleged malfunction. A back up device was obtained and treatment was continued. The patient was resuscitated. The patient's details were not reported to mpc.